Event description:
A pt reported experiencing inaccurate erratic results with a meter. The pt's blood glucose results were 94mg/dl, 142mg/dl. Tests were done within 10 minutes with a difference of 36%. Pt did not experience any adverse events. No further info has been reported. Note: in the potential medical tab it was documented that, "customer was using the same finger stick for both test".